Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose delivery showed that the pump was accurately delivering up until the last date used by the patient. An ezprime operation was performed with no difficulties noted. Units remaining were correctly calculated and written to the pump history. The pump was used after the original complaint date and all histories and black box data had been overwritten. Investigators were unable to investigate the original complaint. The pump was exercised for 29 hours and given a flow accuracy test and the pump was found to be delivering within specifications. There was no defect found.

Event description:
A family member reported that the patient experienced blood glucose (bg) in the 400mg/dl range with vomiting and moderate to high ketones. The patient received correction injection and bg came down. The pump was resumed overnight and the bg elevated. Customer support (cs) reviewed the pump setting and settings add up and are correct as programmed. Cs advised family member to follow-up with the patient's healthcare professional regarding pump settings and possible (B)(6). This report is being made due to the patient's alleged hyperglycemic event.